Manufacturer narrative:
(B)(4). This lot was manufactured from august 4, 2014 to august 5, 2014. Evaluation summary: the evaluation of the returned device is complete. A visual inspection was performed and revealed white particles, ranging between 1.15 and 2.39 mm in length, floating in the fluid inside the reservoir. The reported condition was verified. Fourier transform infrared spectroscopy scanning identified the particles to be acrylic material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed inside of the reservoir of a large volume intermate. This observation occurred after filling with caspofungin and meropenem solution and before patient use. There was no patient involvement. No additional information is available.